Manufacturer narrative:
Related regulatory reference report # 2916596-2023-05414 no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was instructed to change the system controller due to battery connection alarms. Once the controller was exchanged, everything appeared to be normal until around 10:30 am when the patient had a communication fault alarm. The alarm repeated an hour later. The system controller was later unable to pull up these alarms, pulsatility index (pi) parameters, and power values. The date and time on the system controller was not set. The log files showed an internal time base controller fault that indicated that the clock used was corrupt. The system controller was exchanged again. There were no further alarms after the exchange.

Event description:
Related MFR # 2916596-2023-05414.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a power cable disconnect alarm was not able to be determined. The system controller serial number (B)(6) was not returned for evaluation and there were no log files available for review. Per the additional information, the system controller was inadvertently discarded. The device history records were reviewed and the records revealed the system controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use under section 2 system operation, covers ¿replacing the current system controller¿. No further information was provided. The manufacturer is closing the file on this event.